Event description:
The following medical literature was reviewed: robotic bronchoscopy: diagnostic outcomes of robotic-assisted bronchoscopy for pulmonary lesions in a real-world multicenter community setting. Author(s): faisal khan, joseph seaman, tina d. Hunter, diogo ribeiro , balaji laxmanan , iftekhar kalsekar and gustavo cumbo nacheli. Citation: bmc pulmonary medicine. Https://doi.org/10.1186/s12890-023-02465-w. Fifteen patients were reported as having pneumothorax and four patients reported bleeding. No device issues were reported.

Manufacturer narrative:
The devices was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax and bleeding documented in monarch bronch risk management report. Based on the information available for this event, the root cause is related to a known inherent risk of the device and procedure as documented in the device labeling. Two cases have been previously reported to the FDA (3014447948-2019-00017 , 3014447948-2020-00005).